Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8176605, medical device expiration date: 2023-06-30, device manufacture date: 2018-06-29. Medical device lot #: 8176607, medical device expiration date: 2023-06-30, device manufacture date: 2018-06-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe solomed 3ml ll 22x1-1/4 w/sh sla. The following information was provided by the initial reporter, translated from (B)(6) to english: the client reports that when opening the duoflam cartridge, he found that the syringe was cracked. He then opened another duoflam's box and withdrew only the syringe for use in the malfunctioning box. Customer informed the bd batches: 8176605 and 8176607.

Event description:
It was reported that during use of the syringe solomed 3ml ll 22x1-1/4 w/sh sla the following information was provided by the initial reporter, translated from portuguese to english: the client reports that when opening the duoflam cartridge, he found that the syringe was cracked. He then opened another duoflam's box and withdrew only the syringe for use in the malfunctioning box. Customer informed the bd batches: 8176605 and 8176607.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. To define and manage actions to correct the failure mode reported, the CAPA 1035416 was opened some actions performed: perform timing adjustment on the transfer disk; create poka yoke to ensure staying in the correct position. Design new top disc guide after leak test ,make top disc guide after leak test , design new bottom disc with accepted angle for cylinder entry make lower disc with accepted angle for cylinder entry, implementation of additional release inspection as per CPR-070 sampling until CAPA closes. H3 other text : see h.10